Event description:
It was reported that the procedure was to treat a 95% stenosed proximal left anterior descending (lad) artery. A 3.5 x 18 mm multi-link 8 was advanced to the lesion and the balloon was pressurized when it was observed that the stent implant was not on the balloon. The film of the procedure was reviewed to look for the stent, but it was not found in the patients anatomy. It is unknown where the stent implant is. A non-abbott stent was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the coronary stent system multi-link 8 instructions for use (IFU) states: prior to using the multi-link 8 coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.